Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).

Event description:
A report from the USA stated that the device was overheating. The report details indicated that there were damaged bearings. It is known that the device was not used in surgery, and that there were no patient or user injuries. The date of the event is unknown. There was no additional information provided.